Event description:
It was patient reported that the patient faced leakage from the infusion set tubing after one day of use event on 21 may 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code:91325 country: USA. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.